Event description:
Same case as MFR's report # 6000118-2007-00094. It was reported that during preparation for a greenfield 12fr ss vena cava filter placement procedure, the physician lifted the filter up while in the sterile field and "the tip just fell off." No pt injuries or complications were reported. Pt status is reported as "good". Add'l info has been requested regarding this event.

Manufacturer narrative:
The facility has retained this product; therefore, a failure analysis is not available. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.